Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 20-sep-2025, it was reported that a beta bionics ilet user experienced an occlusion alert followed by an infusion set expired alert. The user planned to perform a full supply change with assistance and resume insulin delivery. There was no report of end-user harm or adverse event associated with this case.